Event description:
Per the clinic, the patient received no benefit from the device due to extracochlear placement of the electrode array. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).